Event description:
A malfunction occurred when a customer's pump got wet, leading to the failure reported by the caller. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, but as it could not be reset, a replacement pump was arranged. As a corrective action, the customer decided to rely on multiple daily injection to ensure delivery of insulin therapy.